Event description:
The reporter contacted animas on (B)(6) 2013, reporting the patient had high blood glucose (bg) levels of 537mg/dl with nausea, vomiting and ketones. The patient was treated with 4.0units and 5am and then called their healthcare professional (hcp) and was instructed to give additional 3.0units novolog and 10.0 units lantus. The reporter stated that they changed the site three times in the last two days. The reporter denied lumpiness, hardness or scar tissue. The patient denied leaking or bubbles in the line and the needle catheter was not bent. Customer support (cs) requested the reporter to try and prime the tubing and the reporter reports no insulin was coming out of the end of the tubing. The cartridge was removed and found insulin in cartridge compartment and luer lock was not connected to cartridge. The reporter stated that the patient mentioned they noticed insulin at the top of the cartridge cap for 1.5-2 days and that the insulin coming from the cartridge top and falling into cartridge compartment. The reporter stated that they forgot to check the cartridge connection when patient got home from school. Cs reviewed the cartridge and infusion set up and found they are not attaching the luer lock all of the way and making certain it is secure to cartridge. This report is being made due to hyperglycemic event the patient experienced due to misuse of the product, the luer lock is not being attached all the way.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the luer lock is not being attached all the way).

Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 10/31/2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.